Event description:
It was reported that the patient underwent a ipg and lead revision due to an unknown reason. The patient was doing well post operatively. The explanted device was components were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2019. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5063096/5038641.

Event description:
It was reported that the patient underwent a ipg and lead revision due to an unknown reason. The patient was doing well post operatively. The explanted device was components were discarded. Additional information received that the patient had a spine fusion by another surgeon who does not do spinal cord stimulators. The physician somehow caught part of one of the leads while doing surgery and that managed to pull the lead down from where it had been placed.